Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. P-cap / reservoir locks properly into place. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 130 noted. Motor tested outside the pump and received pump error 38 at rewind, problem isolated to motor assembly. Pump received with cracked case( battery tube), cracked case corner of belt clip rails, faded serial number label, pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer did self test and it was passed. Customer stated that the reservoir ring was slightly chipped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.